Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The united kingdom customer reported some slides present with inconsistent staining. The field service engineer (fse) serviced the instrument and found lots of air in the system and the probe would drip after the instrument performed rinses. This indicates an issue with the check valve. The fse replaced the aspiration and dispense check valve which resolved this malfunction. The customer was able to complete staining. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.